Event description:
It was reported that a progav 2.0 shunt system (fx642t) should be used during the revision operation of the valve (medwatch#3004721439-2024-00109). The complainant noted that the valve was not adjustable and therefore could not be used. A replacement product has been used and the operation could be completed. No patient complications were reported and the device will be returned for examniation to the manufacturer.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, no significant deformation or damage of the valve was determined. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is operational. Result : based on our investigation results, we can determine no functional deviation in the valve. The cause of the aforementioned functional impairment is not known to us at the time of the examination. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
The device was returned for examination to the manufacturer.